Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic single anastomosis sleeve ileal (sasi) procedure, when on fundus of stomach, both reloads were able to fire; however, on the first one there was incomplete closing of staples due to misfiring that resulted to incomplete staple line distally and there were poor staples formation. To resolve the issue, another reload was used. On the second reload, the staple line was also incomplete distally and the surgeon then sutured the tissue in order to fix the staple line and complete the case. In addition, some staples fell into the patient cavity.